Event description:
It was reported that the patient underwent a gynecological procedure in 2010 and mesh was implanted. It was reported that she experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.